Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The pt is a bilateral recipient, implanted about 18 months ago. It was reported that the pt has had external equipment issues, with many replacement parts over the past 18 months. The pt has been slower to show progression in auditory development that has been anticipated. Within the past several weeks, there have been concerns of intermittency, primarily from the left side. Reports of intermittencies have been reported during a single hour long therapy session where the child will at one time respond to all ling sounds but later in the session will act as if she isn't hearing at all from the left side. It is reported that she will often produce a 'sh' sound when this sound is not noticed in the environment, as if this is something she is hearing making the teacher believe it is coming from the implant. Equipment has been swapped out numerous times. The audiologist feels strongly that this is not an external equipment issue. Test results so far have been unremarkable. Ther has been no change in health status and no reports of any bumps or blows to the implant site.